Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. Visual inspection revealed no damage or irregularity to the device. Microscopic inspection revealed that at 4mm proximal from the distal markerband, there was an 8mm longitudinal tear to the balloon. There was contrast and blood in the inflation lumen and the loosely folded balloon. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The test guidewire was able to pass through device with no resistance or issues. The guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties.

Event description:
Reportable based on device analysis completed on 25-mar-2024. It was reported that difficulty loading wire was encountered. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, the balloon could not be loaded onto the monorail. The procedure was completed with an alternative device and no patient complications were reported. However, returned device analysis revealed the balloon was torn.